Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. During the call, the device was reported to be working. Patient's father was advised to reset the device if the out of range signal returned. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.